Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure and atrial fibrillation. H1 is updated to serious injury

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging heart failure and atrial fibrilation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.